Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient stopped recharging her ipg as recommended due to losing her charging system. Once the charging system was found, it was unable to communicate with the ipg. The patient experienced the same outcome using the programmer due to the ipg being inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.